Manufacturer narrative:
The insulin pump had an open book/critical pump error after the battery installation and a motor safety circuit failed test alarm was found in the alarm history file due to a software error. The pump was received with a minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer's blood glucose was 11.9 mmol/l. Customer stated that there were no significant events before the alarm occurred. Customer was advised that a replacement pump will be sent.